Event description:
It was reported to olympus that the video system center had error code e105. The issue was observed during a diagnostic (nasal endoscopic exam) procedure. The procedure was completed with a similar device and a 25-minute delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated. Evaluation found there was a lamp error due to a charred light emitting diode cable. Additional findings include; there were deep dents on the front panel. The video connector latch was worn out which caused a poor connection with the pigtails. The software needed to be updated to a newer version. The front panel chassis was bent causing the front panel not to align with the light guide. There was no unique device indicator label. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty led cable. Olympus will continue to monitor field performance for this device.